Event description:
The customer reported the radical-7 device had a display issue, broken latch, defect battery and the values are questionable. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: , corrected data: d4 model # was corrected from 9500 to 9031. D4 unique identifier (UDI) # was corrected from (B)(4) to (B)(4). H3 other text : device not returned.

Event description:
The customer reported the radical-7 device had a display issue, broken latch, defect battery and the values are questionable. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The device had a broken docking thumb latch, preventing the device from remaining docked to the docking station. The device was able to power on; however, the lcd display did not illuminate. The lcd display failure was found to be caused by a loose spare screw that was found inside the device. The loose screw caused a short circuit which prevented the lcd from illuminating. The device was received with a depleted battery. When fully charged, the unit was not able to hold the charge for more than 10 minutes; however the a low battery alarm annunciated prior to shutdown. The device passed both manual and preset simulation tests. No product performance issue related to spo2 and pulse rate was identified. A service history record review reveals that this unit was in the field for over twelve (12) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the radical-7 device had a display issue, broken latch, defect battery and the values are questionable. No patient impact or consequences were reported.